Manufacturer narrative:
Patient weight was unavailable from the site. A medtronic representative visited the site and completed a system checkout. Testing revealed that the system performed as intended and no hardware parts were replaced. The software investigation determined that the probable cause of the issue could not be determined without further information since the behavior could not be replicated during the system checkout. Other relevant device(s) are: sfw kit 9735737, stealth s8 cranial EU-sc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that there was allegedly 1 cm microscope inaccuracy. The site used microscope 2 to complete the surgery with navigation. Upon completing the system checkout, no microscope inaccuracy was found. It was possible that the microscope was too close to the patient (out of working distance range).